Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted that the total parenteral nutrition solution had leaked into the outer bag. Testing could not be performed due to the contamination of the sample. The reported condition was verified. The cause of the leak was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml empty bag was leaking. This occurred before patient use. No additional information is available.